Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient passed away and that the implantable pulse generator (ipg) was related with the patient death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient family member that the right ventricular (rv) lead exhibited high output/thresholds and device "not firing" in the right atrium what caused the atrial fibrillation (af) and a stroke.